Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-operatively, the right atrial (ra) lead dislodged and it was observed that the atrial lead markers were in line with the ventricular markers. The patient was re-opened and right atrial (ra) lead was repositioned and remains in use. No patient complications have been reported as a result of this event.